Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Unable to change settings and replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported nav -ring failure. The device was not in use at the time of the reported event.